Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and eval the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. In addition, door not fully latched alarms were confirmed through the event history log. These issues were determined to be caused by failed door latch hooks. The failed door latch hooks were replaced.

Event description:
It was reported that a spectrum pump experienced door latch issues. It was also reported that there was no pt injury.